Event description:
One patient sample with discrepant troponin t results. Initial result 1.09 ng/ml. Same sample repeated gave result of <0.01 ng/ml. If additional information is received, appropriate notification will be provided.